Event description:
The customer reported that the knife is extended from beyond the device jaws. The site contact stated the device was not used on a pt. The site contact did not provide additional details regarding the device or incident.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.